Manufacturer narrative:
The complaint for "general risk - failure - frame damage" was confirmed through provided imagery. An existing technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in the technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen during advancement, leading to resistance. Per event description, "the commander delivery system, with the crimped valve, was not possible to push it through peripheral artery anatomy due to patient tortuosity." Additionally, provided imagery indicated presence of tortuosity in patient-s access vessels. -calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. As noted, patient had mild calcified access vessels. -excessive device manipulation/ high push force can lead to the valve struts interacting with the sheath shaft and resulted the strut damage at the valve inflow side. Per imagery provided, the crimped valve had one bent strut (135 degrees approximately) outwards at inflow, which indicates that excessive force was applied during delivery system advancement to overcome the encountered resistance. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath resulted in frame damage. The technical summary also outlines the extensive manufacturing mitigations in-place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the reported event. A technical summary is applicable to this complaint evaluation and no further engineering evaluation is required at this time. Control limits are managed and assessed through edwards procedures. Discarded.

Event description:
Per report received from italy, it was a case of an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. Prior to edwards devices insertion, no anomaly was observed either during the preparation nor visually. The esheath 14fr was inserted at a coaxial shaft by surgical access. During procedure, the commander delivery system, with the crimped valve, was not possible to push it through peripheral artery anatomy due to patient tortuosity and, consequently, the valve could not come out of distal tip of esheath, reaching the non-expandable area. Moreover, it was noticed that the distal part of the valve had a bent strut, so it was decided to withdraw (as a single unit) the commander delivery system and the esheath, which was sectioned in order to remove the valve. Besides this sectioned esheath, no other damage to the esheath was noted. There was no vascular or hemodynamic injury. To continue the procedure, a second esheath was used and a non-edwards valve, which was successfully implanted. However, there was a longitudinal cut along the entire esheath when it was removed. The patient was discharged. As per engineering evaluation of the imagery provided, it was noticed that the bent strut reached the descending aorta, so the damaged valve exited distal tip of esheath.